Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, an unknown right tibial nail and two unknown interlocking screws were explanted from a patient due to an unspecified infection of unknown cause. The devices were initially implanted on an unknown date seven years prior to the date of the explant surgery. It was reported that the patient's fracture had healed and that all devices were removed from the patient. There was no report of surgical delay during the explant surgery. This report is for two unknown interlocking screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age was not provided by reporter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.